Event description:
It was reported to medtronic neurosurgery that the physician suspected there was a problem with the catheter and removed the device.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. No injury to the patient was reported.